Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl574t - challenger ti-p sm-ligat.clips 12 cartr.. According to the complaint description, the cartridge was ejected and was broken after firing 2 clips during operation. A few pieces of the plastic tip had fallen into the patient's abdomen and were not found or removed during visual examination. There was no described patient harm. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
B5: corrected data: broken parts remained in situ. Investigation results: as of the date of this report, the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures/preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material manufacturing or design-related failure. In the event, that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results, a CAPA is not necessary.

Event description:
Additional information: the broken fragments remained in situ.